Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 84 complaints, regarding 84 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that an authorized service technician has to inspect and service the device at appropriate intervals to ensure the safety and functionality of the unit. The minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device. When working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted endoscopic prostatectomy procedure on (B)(6) 2024 when it was reported, ¿the power to the air seal unit had gone out during a robot-assisted endoscopic prostatectomy. After rebooting the unit, it was used for surgery, but the power went out again. As a result, pneumoperitoneum was lost, but no health problems occurred to the patient.¿ further assessment questioning found from the reporter, ¿as we asked our distributor about the circumstances of loss of pneumo, they said that it was presumed that it had been lost suddenly.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using the same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted endoscopic prostatectomy procedure on (B)(6) 2024 when it was reported, ¿¿the power to the air seal unit had gone out during a robot-assisted endoscopic prostatectomy. After rebooting the unit, it was used for surgery, but the power went out again. As a result, pneumoperitoneum was lost, but no health problems occurred to the patient.¿ further assessment questioning found from the reporter, ¿as we asked our distributor about the circumstances of loss of pneumo, they said that it was presumed that it had been lost suddenly.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using the same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.